Event description:
A customer reported a cartridge change error with their insulin pump. There was no adverse impact on the customer¿s blood glucose level. Initially, the customer was unable to load a new cartridge onto the pump, but with technical support guidance, they successfully loaded a new cartridge, allowing them to resume insulin delivery. However, due to persistent issues, a replacement pump with updated software was sent to the customer, who was advised to complete online training before using the new device. The customer agreed to return the problematic pump to tandem using the provided pre-paid shipping label.